Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump is not delivering insulin accurately. Caller alleges customer suffered a stroke due to pump not delivering properly; was hospitalized and treatment received was not provided. Caller reported hcp advised the pump was not delivering accurately. No adverse event reported. Requested return of the alleged device for evaluation.